Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 1300 mg/dl at the time of admission. Customer reported having a bent cannula, causing them to have high blood glucose. The customer stated they were treated with an insulin drip and manual injections. Customer stated they were not wearing the insulin pump at the time of hospitalization. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.